Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that at the end of a metacarpal procedure, metal shavings fell out of the back of the handpiece. The surgical site was closed and the material did not come into contact with the pt. The procedure was completed successfully and no additional treatment was provided.